Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(6)) on 21-oct-2015. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('irregular painful periods') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), general physical health deterioration ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), emotional disorder ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), menstruation irregular ("irregular painful periods"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), rash ("skin rashes on legs"), abdominal distension ("extreme abdominal bloating, look like I'm pregnant"), depression ("depression"), anxiety ("anxiety") and mood swings ("mood disorders"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, general physical health deterioration, emotional disorder, menstruation irregular, amnesia, feeling abnormal, rash, abdominal distension, depression, anxiety and mood swings had not resolved. The reporter considered abdominal distension, amnesia, anxiety, depression, dysmenorrhoea, emotional disorder, feeling abnormal, general physical health deterioration, menstruation irregular, mood swings and rash to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received: case become incident, essure removal was added. Reporter, patient middle name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4).) On 21-oct-2015. The most recent information was received on 26-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('coils was poking out and was sticking into my uterus') and dysmenorrhoea ('irregular painful periods') in a 32-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), general physical health deterioration ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), emotional disorder ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), menstruation irregular ("irregular painful periods"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), rash ("skin rashes on legs"), abdominal distension ("extreme abdominal bloating, look like I'm pregnant"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood disorders") and pelvic pain ("some of this pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the embedded device and pelvic pain outcome was unknown and the dysmenorrhoea, general physical health deterioration, emotional disorder, menstruation irregular, amnesia, feeling abnormal, rash, abdominal distension, depression, anxiety and mood swings had not resolved. The reporter considered abdominal distension, amnesia, anxiety, depression, dysmenorrhoea, embedded device, emotional disorder, feeling abnormal, general physical health deterioration, menstruation irregular, mood swings, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('coils was poking out and was sticking into my uterus') and dysmenorrhoea ('irregular painful periods') in a 32-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), general physical health deterioration ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), emotional disorder ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), menstruation irregular ("irregular painful periods"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), rash ("skin rashes on legs"), abdominal distension ("extreme abdominal bloating, look like I'm pregnant"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood disorders") and pelvic pain ("some of this pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the embedded device and pelvic pain outcome was unknown and the dysmenorrhoea, general physical health deterioration, emotional disorder, menstruation irregular, amnesia, feeling abnormal, rash, abdominal distension, depression, anxiety and mood swings had not resolved. The reporter considered abdominal distension, amnesia, anxiety, depression, dysmenorrhoea, embedded device, emotional disorder, feeling abnormal, general physical health deterioration, menstruation irregular, mood swings, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) - event embedded device, pelvic pain female were added. New reporters, all source documents and reference section were transferred to this case. (B)(4) - legacy device report num- 2951250-2020-02296 (B)(4) - legacy device report num- 2951250-2020-02236. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('coils was poking out and was sticking into my uterus') and dysmenorrhoea ('irregular painful periods') in a 32-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), general physical health deterioration ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), emotional disorder ("health, physically and emotionally has been slowly, have 42 unexplained symptoms, my doctors think I am crazy"), menstruation irregular ("irregular painful periods"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), rash ("skin rashes on legs"), abdominal distension ("extreme abdominal bloating, look like I'm pregnant"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood disorders") and pelvic pain ("some of this pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the embedded device and pelvic pain outcome was unknown and the dysmenorrhoea, general physical health deterioration, emotional disorder, menstruation irregular, amnesia, feeling abnormal, rash, abdominal distension, depression, anxiety and mood swings had not resolved. The reporter considered abdominal distension, amnesia, anxiety, depression, dysmenorrhoea, embedded device, emotional disorder, feeling abnormal, general physical health deterioration, menstruation irregular, mood swings, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.